Manufacturer narrative:
D10: (B)(6) - 02-012-35-4015 - logic tibia ps mod insrt sz 4 15mm, (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6) - 201-78-82 - collar fixation pin 2pk 40mm, quick release. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00894. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 17 months after a left total knee replacement procedure, the patient underwent a revision procedure to address an infection and removal of retained hardware from a previous acl reconstruction. Initial surgery and revision surgery operative notes were provided. Findings indicated gross purulence and significant synovitis. The polyethylene was dissociated, and the components were removed without any significant associated bone loss. The previous screw was located and removed, along with sutures and graft remnants from the prior acl reconstruction. The surgeon implanted an antibiotic-impregnated spacer. Patient was transferred to recovery room without complication. Approximately 3 months later, the spacer was removed and replaced with a competitor¿s devices. No further issues or complications were reported. No additional information is available.